Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a cat underwent an ovariohysterectomy on (B)(6) 2013 and suture was used. On (B)(6) 2013, it was noted that the knots were untied.

Manufacturer narrative:
Date sent to the FDA: 12/10/2013.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): representative samples were returned for evaluation. They were visually and functionally examined for tensile strength and they met the requirements.